Event description:
The customer reported that the manifold pressure would drop to zero after switching to the reserve side with full cylinders. The customer could not get the manifold to work on either bank. The customer switched to a back-up "e" cylinder without incident. The svc tech found the problem was caused by the solenoids becoming mechanically locked in the energized position.